Event description:
The doctor was using two fluency tracheobronchial stent grafts on the pt's right axillary vein. The first stent deployed without any problems. The second stent was stuck in the catheter and could not be deployed. Upon removal, it was noted that the edge of the stent had dug into the catheter preventing the stent from being unsheathed. Two shorter fluency devices were used successfully.